Event description:
The customer reported that the unit was getting a system failure, cycle power message with error codes 20003, 90009 & 90004.

Manufacturer narrative:
H3 and h6: the factory has not yet received the device for evaluation and this complaint is still under investigation.